Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/26/2013 with the following findings: the last basal delivery was on (B)(6) 2013. The total daily dose (tdd) adds up correctly and reflect the programmed basal rate. Tdd is observed to be low for (B)(6) 2013. The alarm history shows 144 ¿empty cartridge¿ warning on (B)(6) 2013; the next prime operation post the 144 warning is shown in prime history on (B)(6) 2013. The pump powers ¿on¿ and displays ¿verify¿ screen. The pump was prime and exercised for 24hour with no delivery interruption. Boluses were performed using ¿advanced bolus¿ function successfully, the history recorded accurate boluses info at the correct time and order. There was no defect found.

Manufacturer narrative:
If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging history/settings issue. It was reported that the total basal amount showing up on the download did not match what her daughter told her it was. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.